Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 30, non-osseointegration was verified in type iii bone. Clinician noted fibrous tissue around the implant and its mobility. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 30, non-osseointegration was verified in type iii bone. Clinician noted fibrous tissue around the implant and its mobility. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.